Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to emi from cautery used during an unrelated surgery. Patient was stable before, during and after the event and will be monitored.